Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Non-sustained ventricular tachycardia (nsvt) contributed to the false detection. The patient was inappropriately defibrillated four times. The rhythm at the time of all defibrillations was sinus tachycardia with nsvt. The response buttons were pressed after the final defibrillation occurred. The patient was conscious at the time of the treatment and taken to the hospital. The patient continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remains in the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 07/2011 (reuse). Electrode belt (B)(4) - 11/2010 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).